Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 21-apr-2026. Investigation summary: bd received three samples and ten photos for investigation. Among the photos, three show the device with severed tubing inside the package, three display the device out of the package with severed tubing, one photo highlights foreign matter on the wing of the device, two photos present the top web labeling of the device packaging, and one photo depicts damage to the top web labeling. A visual inspection was performed on the three returned samples, revealing foreign matter on the IV cannula of one sample and damaged, severed tubing on two samples. No samples were found with mixed product. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: severed and foreign matter - non-biological. This complaint has not been confirmed for the indicated failure modes: empty/missing and mixed product. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® safety-lok¿ blood collection set pre-attached holder, there were an unspecified amount of incorrect devices mixed into the devices received. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® safety-lok¿ blood collection set pre-attached holder, there were an unspecified amount of incorrect devices mixed into the devices received. No adverse impact was reported regarding the patient or user.